Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, after implantation in eye, physician noticed the lens had an off-axis scuff that physician couldn't attribute to anything. Physician don't believe it will affect the patient's vision at all as it is very faint and off-axis. Physician chose not to exchange the lens due to the fine nature of the scuff and the off-axis position. Additional information was requested.